Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged from the pump when taking the pump out of the t:case. The cartridge was successfully loaded back onto the pump and insulin deliveries were resumed. Customer's blood glucose level was not impacted.